Event description:
It was reported that a pt underwent a gynecological procedure on (B) (6) 2009. During the procedure, the motor drive unit had inadequate drive of the disposable handpiece. There were no adverse pt consequences.

Manufacturer narrative:
(B) (4). (B) (4). Insufficient drive of disposable. Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria. This is one of two medwatches submitted for this device. See also medwatch 2210968-2009-00582. The same device is represented in each medwatch as it was involved in two events.